Event description:
Hcp reported that last week they performed an MRI on the patient and discovered a granuloma. The patient's status pre-MRI was unknown. Patient experienced a subarachnoid hemorrhage and is currently paralyzed. The patient is in the hospital and has a mixture of dilaudid and colnidine in the pump. A follow up report will be sent when additional information is received.